Manufacturer narrative:
The device remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2026, a patient presented with grade 4 degenerative mitral regurgitation (mr) and a leaflet flail for a mitraclip procedure. During the procedure, a mitraclip was successfully implanted. After deployment, a single leaflet detachment (slda) occurred. The procedure was discontinued, the final mr was grade 3. There were no adverse patient effects or clinically significant delays reported.

Event description:
It was reported that on (B)(6) 2026, a patient presented with grade 4 degenerative mitral regurgitation (mr) and a leaflet flail for a mitraclip procedure. During the procedure, a mitraclip was successfully implanted. After deployment, a single leaflet detachment (slda) occurred. The procedure was discontinued; the final mr was grade 3. There were no adverse patient effects or clinically significant delays reported.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot-specific quality issue. Based on the information reviewed, a cause for the reported incomplete coaptation - single leaflet device attachment (slda) could not be determined. The reported difficulty visualizing the clip appears to be related to imaging quality. There is no indication of a product quality issue with respect to manufacture, design, or labeling.